Manufacturer narrative:
A1-a5 patient information was not provided. H11 livanova deutschland manufactures essenza hlm, the event occurred in united states. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the essenz hlm cockpit went black shortly after the bypass was initiated. Reportedly, the pumps continued running and the issue resolved by its own without any intervention. There was no patient injury.